Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the patient suffered a dural tear, which was then sealed by the physician. Scar tissue was deemed to have contributed to the tear. The procedure was completed successfully. Reportedly, the tear has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.